Manufacturer narrative:
(B)(4). The customer returned one cvc kit with spring wire guide (swg) within its advancer tubing, an introducer needle, and a lidstock for evaluation. Signs of use in the form of biological material were present on the swg and introducer needle. Visual examination revealed the guide wire contained offset coils just adjacent to the distal weld. Both welds were present on the swg. The returned introducer needle showed no obvious defects or anomalies. The swg cap was observed to have 3 cracks in it. The offset coils in the guide wire measured 600 mm from the proximal end. The overall length of the swg was measured to be 601 mm which is within specifications of 594-606 mm per wire guide product drawing. The outer diameter was measured to be 0.787 mm which is within specifications of 0.78-0.81 mm per wire guide product drawing. The inner diameter of the introducer needle cannula measured 0.041" which is within specifications of 0.041"-0.043" per introducer needle cannula product drawing. The outer diameter of the introducer needle cannula measured 0.0500" which is within specifications of 0.0495"-0.0505" per introducer needle cannula product drawing. The swg was advanced through the returned introducer needle to functionally test. It was noted that the offset coil section caught when advancing through the swg end cap. The swg was able to pass through the 18ga introducer needle with minimal resistance. Slight resistance was encountered at the offset coils. A manual tug test confirmed that the proximal and distal welds were intact. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire. Do not apply undue force on guidewire to reduce risk of possible breakage. Do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through examination of the returned sample. The guide wire contained offset coils just adjacent to the distal weld. In addition, the swg end cap was found to have three cracks. The guide wire and introducer needle met all functional and dimensional requirements during investigation testing. A device history record review was performed and no relevant findings were found. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the spring wire guide could not be advanced in the catheter prior to insertion. The user had the impression that the wire was too thick. Another wire was used without any problems. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spring wire guide could not be advanced in the catheter prior to insertion. The user had the impression that the wire was too thick. Another wire was used without any problems. No patient harm reported.